Manufacturer narrative:
Follow-up #1 09/19/2011- device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during testing the pump would not power on. Residual moisture was observed behind the display screen. A leak test was performed and the display lens was found to be leaking. The pump was opened and the pump was found to be completely corroded. No further testing was able to be completed due to the pump failing to power on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
A family member reported that the patient experienced a blood glucose (bg) of 400 mg/dl with positive ketones, nausea, and vomiting. The patient was reportedly treated with an injection and the patient's bg decreased to 243 mg/dl. The family member reported that the pump gave an unknown alarm during the night and the family member attempted to reboot the pump but the pump continuously rebooted. The family member confirmed that the battery cap was secure and intact. The family member reported that she changed the battery and the pump stilled cycled through rebooting. This report is made based on the allegation that the patient experienced hyperglycemia after the pump rebooted.